Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that woke up in the paramedics because her blood sugar was below 30 mg/dl. The patient when asked about the hospital stated that she was already out before they took them but now her blood glucose levels are at 300 mg/dl. They were also having issues with the pdm requiring to set the clock and reset the time.